Manufacturer narrative:
This report is submitted on october 01, 2021

Event description:
Per the clinic, the patient developed a bacterial infection at the incision site (specific date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported). The patient underwent a surgical procedure to clean and drain the wound on (B)(6) 2021 under general anesthesia.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report. Device analysis report attached. This report is submitted on march 29, 2022.